Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced diabetic ketoacidosis with blood glucose (bg) between 272-360 mg/dl. Customer went to the emergency room and was subsequently admitted to the hospital where bg was treated with manual injections and intravenous insulin drip. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.